Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with "double beep, no cassette". The pump additionally has screen damage. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "no disposable" and "high pressure alarm" messages after the pump started. The investigation found that the pump double beeped when the batteries were inserted. The problem source could not be identified. The downstream occlusion sensor was replaced as a preventive measure. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the issue was found during testing; there was no patient involvement.